Event description:
Rn was trying to flush an IV set. She reported the tubing would not flush. She then tried to "strip" the IV tubing by pulling down on the tubing. The tubing then broke just under the ball assembly. The tubing was saved and is currently located in the supervisor's desk. New tubing was obtained and used on the patient. No harm occurred to the patient.

Event description:
Rn was trying to flush an IV set. She reported the tubing would not flush. She then tried to "strip" the IV tubing by pulling down on the tubing. The tubing then broke just under the ball assembly. The tubing was saved and is currently located in the supervisor's desk. New tubing was obtained and used on the patient. No harm occurred to the patient.

Event description:
Rn was trying to flush an IV set. She reported the tubing would not flush. She then tried to "strip" the IV tubing by pulling down on the tubing. The tubing then broke just under the ball assembly. The tubing was saved and is currently located in the supervisor's desk. New tubing was obtained and used on the patient. No harm occurred to the patient.

Event description:
Rn was trying to flush an IV set. She reported the tubing would not flush. She then tried to "strip" the IV tubing by pulling down on the tubing. The tubing then broke just under the ball assembly. The tubing was saved and is currently located in the supervisor's desk. New tubing was obtained and used on the patient. No harm occurred to the patient.